Event description:
A pt reported experiencing inaccurate erratic results with a one touch meter. In 2001, pt's blood glucose was 27.4 and 9.2 mmol/l. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.